Manufacturer narrative:
A user facility medwatch report (4900240000-2025-8094) was received on 07/03/2025 reporting missing lap quantity of 4 instead of 5. The sample was not returned to deroyal for evaluation. A supplier corrective action request (scar) was issued to the lap supplier meixin medical. The root cause was determined by meixin medical: current counting method: the appearance and count of each bundle of lap sponges are visually inspected manually. Then the bundles are applied to the weight checking system to determine whether they are within the set weight range and ensure correct count through weight sorting. There was a deviation between the weight value displayed on the check weigher screen and the actual weight of the product, but the operator failed to thoroughly check the weight checking system before using and didn't modify it promptly. Thus, the miscounted bundle was not identified and sorted out. The appearance of the lap sponge bundle is not flat enough when taken out from the turnover bags, resulting in a deviation between the weight value displayed on the check weigher screen and the actual weight, and the miscount was not identified and sorted out. The following corrective and preventive actions have been taken by meixin medical: improve the pre-production inspection points for weight checking system and include the points in the sop. Train operators to conduct pre-production inspections according to the inspection points to reduce the risk of count misidentification. Products with uneven appearance found during inspection should be tidied before flowing into the weight conveyor line to prevent weight deviation caused by product shaking during flow and reduce the risk of count misidentification. Train lap sponge packaging workers to pay attention and smoothly place the products into the turnover bags, so as to prevent product un-flatness, and reduce weight fluctuations in subsequent processes. Notify the complaint to all personnel, enhancing their quality awareness. Deroyal root cause was determined to be: the operator did not follow the standard work instruction to pay inattention to details. The following corrective and preventive actions have been taken by deroyal: a corrective and preventive action report (CAPA bp20-25-05-004) related to missing components has been issued. Integrated the quality improvement program (qip) to address part handling and inventory tracking discrepancies. Employees responsible for the missing components reflect on the customer complaints were retrained during the corrective actions that were taken during the complaint investigations. Management has developed a process for bin counting. This process is designed to be used for pre-counting out small items which are to be placed into custom procedural trays during each building of 4 trays. Small bins are located on the manufacturing worktables and items are pre-counted from bags containing larger quantities for the building of trays being assembled. The quantity within each bin will be in multiples of the parts listed on the bill of material multiplied by the number of trays being assembled during each building of 4 trays. As the trays are pushed down the worktable, the bins are emptied by putting each component into the trays as required by the work order parts list. The assembler is then responsible for re-filling each bin as he or she moves to the front of the assembly line to begin the assembly process on the next set of trays. The decision for what items should be bin pulled has been left up to the team leader based on the size of the raw material components. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility medwatch report (B)(4) was received on 07/03/2025 reporting missing lap quantity of 4 instead of 5. The sample has not been returned to deroyal for evaluation at this time. A supplier corrective action request (scar) was issued to the lap supplier (B)(4). This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Missing lap quantity of 4 instead of 5.